Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the patient experienced a thermal burn because of a broken tip during a cataract procedure. In addition, it was reported that the ultrasound tip is exchanged every three months. The procedure was completed after replacing the tip with a new one. The sample is expected. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No phaco tip was returned for evaluation for the report of a thermal burn due to a broken balanced tip; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for customer complaint issue could not be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Threads are inspected to insure they conform to specification. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).